Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the display was very dim however the connection from the low-voltage differential signal was secure and therefore the liquid crystal display was replaced. It was also noted that the device booted to a "serious problem" screen with an error code and that reconfiguring the hardware and reloading/updating the software did not clear it, the electrocardiogram connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated. Finally it was noted that the stylus was missing and the system fan noisy and both were replaced and the stylus calibrated. (B)(4).

Event description:
It was reported that the programmer was returned for repair. Follow up attempts were unsuccessful in determining a specific repair request. The event will be reassessed if additional information is received and following analysis. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.